Manufacturer narrative:
If implanted; give date: unknown if lens was implanted. If explanted; give date: unknown if lens was implanted. Initial reporter: phone: unknown/ not provided. Initial reporter: facility name/address/postal code: unknown/ not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the injector looked deformed or cracked. There was patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/22/2017. Device evaluation: the pcb00 preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection using microscope magnification was performed. The cartridge tip was observed deformed, confirming the reported issue. The iol was observed stuck at the tip section and part of lens protruded from the cartridge creating a ¿cartridge crack¿ defect in the returned sample. Evidence of viscoelastic residues was observed in the cartridge tube and tip. The condition observed is consistent with a unit that has been handled and prepared for surgical use. The reported issue as ¿tip deformed¿ was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.